Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported issue could not be replicated during troubleshooting. Analysis found that the analysis was inconclusive and probable cause was unable to be determined.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative was at the site late on the day of the event. They were unable to reproduce the event. Part not returned

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site had to reboot the system multiple times to get a green line of communication with the emitter.